Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number 16 failed because it fractured at the head. Loss of integration was also reported. The doctor reports that the procedure was not concluded by placing another implant.